Event description:
It was reported that this lead was explanted due to noise. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b. Adverse event/product problem (b5. Event description). H. Device manufacturers only (h6. Impact codes).

Event description:
It was reported that this lead was explanted due to noise and damage. Imaging was done to the patient, but no evidence of lead damage was observed. A new lead was implanted. No additional adverse patient effects were reported.